Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg number. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date estimated. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported as a general comment that with at least three devices, the proglide plunger was unable to be properly depressed during deployment step #2. Another device was used to achieve hemostasis. Patient and procedure information was not provided. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. No additional information was provided.